Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a repositioning surgery to move the stimulator housing of the implant as it was now placed above the ear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient underwent a revision surgery due to a movement of the implant housing from its intended position causing uncomfortable sensations. However, during revision surgery two channels showed hi status likely related to the manipulation of the electrode. Therefore, the concerned device was explanted. This is a final report.

Event description:
The user underwent a repositioning surgery to move the stimulator housing as the device appeared to have moved over time. The position of the stimulator made it uncomfortable for the user to wear the audio-processor. Prior to the repositioning surgery all channels were within normal limits and the implant was okay. However, after repositioning the device affected channels were noted. Therefore, the user was re-implanted.